Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2016. The representative reported that when the viewing station of the imaging system is unplugged, it would shut down within two minutes of being unplugged. The representative reported that the replaced the power supply batteries. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, when the viewing station of the imaging system is unplugged it shuts down without prompt from the user. No additional information was provided. There was no patient present when this issue was identified.